Event description:
Pt underwent partial bilateral mastectomies with reconstruction using silicone gel implants in 1982. Recent mammogram showed right breast mass. Also had bilateral capsular contractures. Upon removal, both implants found to be ruptured. Breast mass confirmed as silicone granuloma. No identifying marks found on implants upon removal.